Event description:
The complainant stated there is a burning smell near the bed.

Manufacturer narrative:
The service tech investigated adn found that the bed was lowered onto the power cord, which severing it and exposed bare wiring. The tech replaced the power cord to repair the bed.